Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level. Customer¿s sensor glucose value was 57mg/dl, before that it was showing 42mg/dl. Blood glucose level was as low as 52mg/dl. Customer treated with liquid glucose and current blood glucose value is77mg/dl. Customer declined to troubleshoot low blood glucose level. Customer also had a blank display which was resolved after changing the battery. Insulin pump will not be returned for analysis.